Event description:
The following has been reported: biomed reported: "red service needed error patient harm: unknown. A preliminary review of the logs identified the following issue: unidentified malfunction during infusion unknonwn if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.